Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported noise on this lead and pacing inhibition. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 7 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were received and subjected to an extensive analysis. The analysis revealed multiple abrasion marks along the lead fragments, in particular between 3.5 cm and 2 cm proximal to the lead tip, indicating constant friction against another implantable device such as a nearby lead. However the insulation was intact in this region. Furthermore the insulation body was severed 33 cm and 36 cm proximal to the lead tip, which most likely occurred during the extraction procedure. The distal part of the lead was partly pulled out of the ring electrode. As the root cause of the observed damage, tensile forces applied during the extraction procedure should be taken into consideration. No further deviations were noted which might have contributed to the reported noise. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.